Event description:
It was reported the patient experienced a sudden cardiac death, found dead at home. Had been experiencing increasing edema and shortness of breath according to daughter. "Probable cardiac related." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Additional information received reported the patient had cancelled or been a no show for several appointments and had not been seen in the clinic or had a device check since (B)(6)2007. Follow up determined the patient was not pacemaker dependent and was scheduled to see physician for the worsening heart failure.

Event description:
It was reported the patient experienced a sudden cardiac death, found dead at home. Had been experiencing increasing edema and shortness of breath according to daughter. "Probable cardiac related." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Additional information received reported the patient had cancelled or been a no show for several appointments and had not been seen in the clinic or had a device check since (B)(6)2007.

Event description:
It was reported the patient experienced a sudden cardiac death, found dead at home. Had been experiencing increasing edema and shortness of breath according to daughter. "Probable cardiac related." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.